Event description:
The customer reported a fluid leak of approximately 10ml from the front panel of a coulter lh 500 hematology analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the leak and replaced worn I-beam tubing from pinch valve pv51, resolving the event. Instrument operation verification was completed with passing results. (B)(4).